Event description:
An infection was found in the knee and spine implant, and the shoulder was also suspected of being infected. The revision surgery for removing implants was scheduled on (B)(6) 2025.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
An infection was found in the knee and spine implant, and the shoulder was also suspected of being infected. The revision surgery for removing implants was scheduled on (B)(6) 2025.